Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a power on reset and therapy had stopped due to the power on reset. The patient was trying to increase her stimulation when the informational power on reset occurred. Troubleshooting was able to clear the power on reset. The patient stated that they were in a lot of pain and the change in therapy or symptoms was considered sudden. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.